Manufacturer narrative:
G2 correction: consumer was not selected in error as a report source regarding the initial report. G3 correction: the initial report indicated 2021-feb-11 in g3 and should have instead indicated 2021-feb-17. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was initially received from a consumer on (B)(6) 2020 regarding a patient who was receiving morphine and a secondary unknown drug via implantable pump for non-malignant pain. It was reported by a patient representative that the patient's pump started alarming once every 10 min yesterday. Shortly after, the patient started vomiting and retching so they were wondering if the patient was going through withdrawals. The patient did not have any recent magnetic resonance imaging (MRI) or any other procedures. The patient is not due for a refill for another month. The pump is near normal end of service and will be replaced in the next few months. Patient services played critical alarm for them and they confirmed that probably was the alarm they were hearing (they had a hard time hearing all the tones played over the phone). Patient services redirected them to a healthcare provider (hcp) to further address and seek medical attention as needed. Additional information was later received from a healthcare provider via a company representative on 2021-feb-17. The pump was alarming and the patient experienced withdrawal symptoms. The pump was read, and continued motor stalls were seen. As per the pump¿s log, the following occurred: (B)(6) 2021 6:28 pm - critical alarm ¿ pump motor stall occurred, (B)(6) 2021 5:43 pm ¿ pump motor stall recovery, (B)(6) 2021 7:37 am pm - critical alarm ¿ pump motor stall occurred, (B)(6) 2021 7:37 am pm ¿ critical alarm ¿ stopped pump duration exceeded 48 hours, (B)(6) 20211:34 am ¿ pump motor stall recovery, (B)(6) 2021 5:02 am - critical alarm ¿ pump motor stall occurred. Environmental/external/patient factors that may have led or contributed to the issue were unknown. The pump was explanted and replaced. The healthcare provider refused to return the device to the manufacturer. The issue was resolved as of (B)(6) 2021. The patient was without injury regarding their status as of (B)(6) 2021. The pump was noted as having administered morphine with concentration 25 mg/ml at a dose rate of 11.5 mg/day. The patient¿s weight and medical history were noted as having been requested but were unknown or would not be made available.